Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the device was accidentally sent back to customer with standard configuration 1a12 previously when device was sent in for repair. To address the issue, the device downloaded the ecs with configuration a629 back into the device.

Event description:
It was reported that pump was returned from service without ecs configuration. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.